Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / significant pain / localized pain') in an adult female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and abdominal distension had not resolved and the back pain, abdominal discomfort, adverse event, genital haemorrhage and bladder disorder outcome was unknown. The reporter provided no causality assessment for bladder disorder and genital haemorrhage with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event and back pain to be related to essure. The reporter commented: due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain / significant pain / localized pain") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of fibromyalgia, dysuria, burning micturition, vaginal bleeding, uti, abdominal cramp, back pain, abnormal uterine bleeding, parity 4, fibromyalgia, polydipsia, urinary frequency, urinary urgency, post coital pain, post coital bleeding, intermenstrual bleeding, tachycardia, urinary tract infection, painful urination, vaginal discharge, burning feeling vagina, pain in hip, pelvic pain, multiple caesarean sections and back pain (with radiation). Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("urinary/bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), urinary tract infection ("urinary issues, recurrent infections") and dysuria ("burning sensation"). The patient was treated with naproxen as well as surgery (laparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essu). At the time of the report, the abdominal pain and abdominal distension had not resolved. The outcomes for pelvic pain, back pain, abdominal discomfort, adverse event, genital haemorrhage, bladder disorder, dyspareunia, mental disorder, urinary tract infection and dysuria were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event, back pain, dyspareunia, dysuria, mental disorder, pelvic pain and urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or bladder disorder. The reporter commented: according to the nots the procedure was uneventful and according too the picture taken at the time the coils were properly placed inside the uterine cornua. Due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Any continuing symptoms? Yeslaparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2019: essure difficult but appearances suggestive of correct placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events recurrent infections, burning sensation, psychological issues, pelvic pain female, dyspareunia are added. Medical history, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain / significant pain / localized pain") and pelvic pain ("pain, including chronic pain") in a 45 year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of constipation, fibromyalgia, dysuria, burning micturition, vaginal bleeding, uti, abdominal cramp, back pain, abnormal uterine bleeding, parity 4, fibromyalgia, polydipsia, urinary frequency, urinary urgency, post coital pain, post coital bleeding, intermenstrual bleeding, tachycardia, urinary tract infection, painful urination, vaginal discharge, burning feeling vagina, pain in hip, pelvic pain, multiple caesarean sections and back pain (with radiation). Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("urinary/bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), urinary tract infection ("urinary issues, recurrent infections"), dysuria ("burning sensation"), constipation ("constipation"), limb discomfort ("thigh heaviness"), pain in extremity ("achiness in thigh/ache in leg/thigh pain"), discomfort ("generalized discomfort"), anxiety ("anxiety"), sciatica ("sciatic pain"), vaginal discharge ("brown discharge"), pollakiuria ("increased frequency of urination") and mobility decreased ("mobility impinging"). Essure was removed on (B)(6) 2020. The patient was treated with naproxen as well as surgery (laparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essu) and non-drug therapy (physiotherapy). At the time of the report, the abdominal pain and abdominal distension had not resolved. The outcomes for pelvic pain, back pain, abdominal discomfort, adverse event, genital haemorrhage, bladder disorder, dyspareunia, mental disorder, urinary tract infection, dysuria, constipation, limb discomfort, pain in extremity, discomfort, anxiety, sciatica, vaginal discharge, pollakiuria and mobility decreased were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event, anxiety, back pain, constipation, discomfort, dyspareunia, dysuria, limb discomfort, mental disorder, mobility decreased, pain in extremity, pelvic pain, pollakiuria, sciatica, urinary tract infection and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or bladder disorder. The reporter commented: according to the nots the procedure was uneventful and according too the picture taken at the time the coils were properly placed inside the uterine cornua. Due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Any continuing symptoms? Yeslaparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essure coil. Loss of movement in the lumbar spine low back with referral down on thigh, calf + feet bilaterally significant improvement in her lower back and leg pain as a result of physio urine hotter then usual, no increase in frequency. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2019: essure difficult but appearances suggestive of correct placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: patient details added. New event added: constipation, pain in extremity, limb discomfort ,discomfort ,anxiety, sciatic pain,vaginal discharge, pollakiuria, mobility decreased. We received a lot number in this case. A technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain / significant pain / localized pain") and pelvic pain ("pain, including chronic pain") in a 45 year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of constipation, fibromyalgia, dysuria, burning micturition, vaginal bleeding, uti, abdominal cramp, back pain, abnormal uterine bleeding, parity 4, fibromyalgia, polydipsia, urinary frequency, urinary urgency, post coital pain, post coital bleeding, intermenstrual bleeding, tachycardia, urinary tract infection, painful urination, vaginal discharge, burning feeling vagina, pain in hip, pelvic pain, multiple caesarean sections and back pain (with radiation). Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("urinary/bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), urinary tract infection ("urinary issues, recurrent infections"), dysuria ("burning sensation"), constipation ("constipation"), limb discomfort ("thigh heaviness"), pain in extremity ("achiness in thigh/ache in leg/thigh pain"), discomfort ("generalized discomfort"), anxiety ("anxiety"), sciatica ("sciatic pain"), vaginal discharge ("brown discharge"), pollakiuria ("increased frequency of urination") and mobility decreased ("mobility impinging"). The patient was treated with naproxen as well as surgery (laparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essu) and non-drug therapy (physiotherapy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and abdominal distension had not resolved. The outcomes for pelvic pain, back pain, abdominal discomfort, adverse event, genital haemorrhage, bladder disorder, dyspareunia, mental disorder, urinary tract infection, dysuria, constipation, limb discomfort, pain in extremity, discomfort, anxiety, sciatica, vaginal discharge, pollakiuria and mobility decreased were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event, anxiety, back pain, constipation, discomfort, dyspareunia, dysuria, limb discomfort, mental disorder, mobility decreased, pain in extremity, pelvic pain, pollakiuria, sciatica, urinary tract infection and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or bladder disorder. The reporter commented: according to the nots the procedure was uneventful and according too the picture taken at the time the coils were properly placed inside the uterine cornua. Due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Any continuing symptoms? Yeslaparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essure coil. Loss of movement in the lumbar spine low back with referral down on thigh, calf + feet bilaterally significant improvement in her lower back and leg pain as a result of physio urine hotter then usual, no increase in frequency. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2019: essure difficult but appearances suggestive of correct placement. Batch no.c12706,production date:2014-01-13,expiration date:2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jun-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain / significant pain / localized pain") and pelvic pain ("pain, including chronic pain") in a 45-year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of constipation, fibromyalgia, dysuria, burning micturition, vaginal bleeding, uti, abdominal cramp, back pain, abnormal uterine bleeding, parity 4, fibromyalgia, polydipsia, urinary frequency, urinary urgency, post coital pain, post coital bleeding, intermenstrual bleeding, tachycardia, urinary tract infection, painful urination, vaginal discharge, burning feeling vagina, pain in hip, pelvic pain, multiple caesarean sections and back pain (with radiation). Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("urinary/bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), urinary tract infection ("urinary issues, recurrent infections"), dysuria ("burning sensation"), constipation ("constipation"), limb discomfort ("thigh heaviness"), pain in extremity ("achiness in thigh/ache in leg/thigh pain"), discomfort ("generalized discomfort"), anxiety ("anxiety"), sciatica ("sciatic pain"), vaginal discharge ("brown discharge"), pollakiuria ("increased frequency of urination") and mobility decreased ("mobility impinging"). The patient was treated with naproxen as well as surgery (laparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essu) and non-drug therapy (physiotherapy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and abdominal distension had not resolved. The outcomes for pelvic pain, back pain, abdominal discomfort, adverse event, genital haemorrhage, bladder disorder, dyspareunia, mental disorder, urinary tract infection, dysuria, constipation, limb discomfort, pain in extremity, discomfort, anxiety, sciatica, vaginal discharge, pollakiuria and mobility decreased were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event, anxiety, back pain, constipation, discomfort, dyspareunia, dysuria, limb discomfort, mental disorder, mobility decreased, pain in extremity, pelvic pain, pollakiuria, sciatica, urinary tract infection and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage or bladder disorder. The reporter commented: according to the notes the procedure was uneventful and according to the picture taken at the time the coils were properly placed inside the uterine cornua. Due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Any continuing symptoms? Yes, laparoscopy + bilateral total salpingectomy including cornual resection + complete removal of essure coil. Loss of movement in the lumbar spine low back with referral down on thigh, calf + feet bilaterally significant improvement in her lower back and leg pain as a result of physio urine hotter then usual, no increase in frequency. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2015: negative. [Ultrasound pelvis] on (B)(6) 2019: essure difficult but appearances suggestive of correct placement. Batch no. C12706, production date: 2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / significant pain / localized pain') in an adult female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("abdominal bloating"), abdominal discomfort ("discomfort"), adverse event ("regular water infections / ongoing water infections"), genital haemorrhage ("heavy/abnormal bleeding") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and abdominal distension had not resolved and the back pain, abdominal discomfort, adverse event, genital haemorrhage and bladder disorder outcome was unknown. The reporter provided no causality assessment for bladder disorder and genital haemorrhage with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adverse event and back pain to be related to essure. The reporter commented: due to back pain, she attended upon her gp on a number of occasions but her symptoms were attributed to sciatica. Her prognosis remains guarded, and she feels her personality has changed due to being in almost constant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), new adverse event (heavy/abnormal bleeding and urinary/bladder problems), new as reported (localized pain) were provided. The action taken with drug was changed to drug withdrawn. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.